Manufacturer narrative:
Device evaluation: the device evaluation of zso-10-7 of c2148876 lot number could not be completed as the device or photographic evidence was not returned for evaluation. The customers comment that the ''the stent material is hard in comparison to competitors¿¿ will be captured as negative feedback under (B)(4). Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: " care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wire guide. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary: according to the customer both stents got kinked and could not be used. Confirmed quantity of 02 device, confirmed used according to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wire guide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jan-2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Description of event both the stents got kinked and could not be used, very hard stent. Additional questions answered on - 12nov2025. 1. What specifically does the customer mean by the term ¿very hard stent¿, was it difficult to straighten the pigtail curl or was the material hard? Are any photos/images available? Here the physician concern was the stent material is hard in comparison to competitors, (images / photos not available). 2. What was the target location for the stent? Biliary duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Storage was done as per hospital sop¿s. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Metii-35-480. 5. Was the wire guide lubricated prior to use? As per ercp sop¿s, every steps were followed. 6. Was the wire guide inspected for damage prior to use? Yes. 7. Was the device at the center of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Sphincterotomy.